Event description:
A transurethral electro-resection of the prostate procedure was being performed with the rolerball vaporization, using the working element, resec trode, and active cord. Intro-operatively, the surgeon experienced a shock and sparks were seen by the surgeon on the back end of the scope. No burns were experienced by the pt or the surgeon. Cross-reference medwatch #3006159227-2011-00004 and 1519132-2011-00015.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.